Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nicu was running tpn through the stopcock. The nurse noted there was visible leaking when she hooked up the tpn's. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, cracks were identified on one of the female luer connections. Additionally, an unknown material was found returned with the stopcock connector. To further assess potential leakage at the stopcock, fluid pressure testing was performed in accordance with the applicable specification. No leakage was observed while the handle was in the off position. However, after turning the handle to the on position, leakage was observed. Based on the investigation, the reported issue was observed. The cause of the crack in the lli-cone could be high tension in combination with disinfectants and/or certain drug ingredients (oil, alcohol, lipids, etc). The reported issue is due to application error/improper handling. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.